Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 erc tubing clamp/620mm. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A replacement device was provided to the customer. No additional reports have been received from this facility regarding further issues with this unit following the device replacement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. No further information received.

Manufacturer narrative:
Device was received at sorin group USA on 10/15/2015 but has not yet been returned to the manufacturer, sorin group (B)(4). Sorin group (B)(4) manufactures the s5 erc tubing clamp/620mm. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 erc tubing clamp failed prior to going on bypass. The failed erc clamp was used to complete the procedure. There was no patient injury. On (B)(6) 2015, sorin group received a user medwatch report (mw5056763) related to this issue, which is the reason this MDR is being filed. It is stated in the user report that the incident resulted in serious injury that required intervention, but follow-up communication with the customer has revealed that this is incorrect and there were no patient issues. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 erc tubing clamp failed prior to going on bypass. The failed erc clamp was used to complete the procedure. There was no patient injury.